Event description:
I started using amo's complete moisture plus no rub with my contacts and I had adverse eye problems, redness, itching, watering, swelling of the eye lids. Many appointments, treatments and months later I was referred to facility for advanced medicine eye center for evaluation. My ophthalmologist could not solve the eye problem I was having. I had several misdiagnoses and the dr. Has said claimed that I have slk (superior limbic keratoconjunctivitis). The condition is characterized by the development of inflammation of the conjunctiva beneath the upper eye lid. The etiology of the condition is unknown. My thyroid has been tested and it is not the issue. I continue to have problems to this day. I have not been able to wear contacts since and I have been put on all kinds of steroids, eye drops, and lubricants. Dates of use: 2005. Diagnosis: slk. Event abated after use: no.